Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated.

Event description:
The united states of america customer reported reported staining alteration. Agilent technical support representative checked the instrument and noticed that the probe was leaking. The field service engineer tightened the syringe causing this malfunction. The customer completed testing using an alternate instrument. The instrument is fully operational, within specification and ready for the user. Diagnostics were not altered. No direct or indirect patient harm or user harm have been reported.